Event description:
It was reported that the user experienced a low glucose event with a sensor glucose of 57 mg/dl, consumed orange juice, and the glucose trended upward to 71 mg/dl during the call, with the user reporting feeling well and uncertain of the cause. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic manifestations. Outcomes included self-treatment with oral carbohydrates and no need for emergency care or hospitalization. Investigation included user interview and troubleshooting education, including guidance to confirm with a fingerstick, which could not be performed due to lack of test strips, and review of cgm trend data as reported by the user. Investigation of this case revealed no confirmed device malfunction, no confirmatory capillary blood glucose, and an unclear etiology for the hypoglycemic reading. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.